Event description:
Subsequent to the initially filed emdr report, additional information was received:the suture capturing the vessel wall was observed after the surgical cutdown. The device was then removed, and the suture cut. There was a reported clinically significant delay in procedure due to the surgery. No additional information was provided.

Manufacturer narrative:
A portion of the suture was returned for analysis. The device was not returned. The malposition of the device (back wall stitch), and the entrapment of the device could not be confirmed due to the condition of the device and due to operational circumstances, that cannot be replicated in a test environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. In this case, it is possible that a lateral puncture occurred during insertion. The product risk assessment identifies this as a foreseeable event; as such, design and manufacturing controls and mitigations have been established for potential causes. The lateral punch and resulting back wall stitch would lead to the entrapment of the device. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Attachment: user facility medwatch report # mw5114781.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted with a proglide device using the pre-close technique via a 6f sheath hole prior to an interventional transcatheter aortic valve replacement (tavr) procedure. Reportedly, after successful device deployment, the device could not be removed from the anatomy. It was noted that the suture captured the anterior and posterior wall. The pre-close technique was abandoned and the patient was sent to the operating room where the tissue was cut-down to the vessel wall; then the suture was intentionally cut and the device was removed from the anatomy. The sheath was upsized to an 18f sheath and the tavr procedure was completed. Hemostasis was achieved via surgical suturing. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. User facility medwatch received states: "when proglide preclosure device was deployed, it was stuck in patient's femoral artery and unable to be deployed/removed." No additional information was provided.